Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2013. According to the complainant, during the procedure, when the physician attempted to use the cutting wire of the device, the device was not able to cut. Reportedly, there were no other issues noted with the device. The procedure was completed with another dreamtome rx 44 device, using the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional device info: the complainant was unable to report lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.